Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the hypersensitivity cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions.

Event description:
A 71-year-old male patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient reported to novocure that he had been diagnosed with a severe allergic reaction of the scalp, which had been ongoing since on (B)(6) 2026. As a result, optune gio therapy was temporarily discontinued. The patient attempted to resume therapy several times; however, the attempts were unsuccessful due to recurring skin reactions. The therapy was permanently discontinued on (B)(6) 2026. The patient was prescribed an unspecified antihistamine that was not available over the counter. Multiple attempts were made to contact the prescribing physician; however, no reply was received.